Event description:
Information was received from a manufacturer representative and a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the manufacturer representative checked impedances and all were within normal range of 800-1000 ohms. Per the manufacturer representative, the patient stated that stimulation was fading or going really low and almost disappearing. It was random in nature with no particular position (sitting, standing, and walking). This occurred intermittently. There were no reports of traumas or falls. It was confirmed that this was not related to positional movement. It happened in both group a and group b which both had adaptive stimulation (as) activated. The issue could not be replicated in the office with the manufacturer representative. Impedance testing was done at 0.7v and 3.0v with the range 800-1000 ohms. Group impedances were run: group a program 1 had 484 ohms using the active electrodes 4, 5, 6, and 7; group a program 2 had 522 ohms using 12 13, 14, and 15 as the active electrodes. As was used in both programs of group a. It was reported that the patient became more aware of the change in stimulation intensity when riding on the train with a more forced seating position. The manufacturer representative changed group a position range for the upright from xs to m and left the laying position at l. The manufacturer representative had the patient change positions in this new setting and the patient was able to get into the laying position when reclined somewhat in the chair. The manufacturer representative created a group d which had the same programming as group a but without the as. It was unable to be determined if the issue had resolved as it could not be replicated in the office on (B)(6) 2016. The patient was going to use group a and group d to continue monitoring the drop off of stimulation to see if would still occur or if the rate of occurrence became less frequent. It was reported that this issue was gradual starting in august 2016.

Event description:
Additional information was received from the representative on (B)(6) 2016 reporting that the reprogramming seemed to help the patient on that day but the patietn would let the representative know in a week. The positional range change seemed to make a difference. It could not yet be determined if the changes resolved the issue fully. If the issue continues with the position range changes the patient was going to try using the new program without the adaptive stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient claimed that the increasing stimulation was still occurring and that the manufacturer¿s representative was going to meet with them for more troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.